Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead was unable to be inserted into the catheter. Silicone oil was used, but did not resolve the issue. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.